Manufacturer narrative:
This report is submitted april 11, 2017.

Event description:
Per the clinic, the patient experienced strong pain with device use and tinnitus. Subsequently the patient was hospitalized (date and duration not reported). On (B)(6) 2017, the patient was treated with antibiotics and steroids (type of antibiotics not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another device during the same surgery. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.